Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -9.5/3.0/089 (sphere/cyliner/axis) implantable collamer lens was removed because it flipped. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.